Event description:
It was reported that this insertable cardiac monitor (icm) explanted after less than one month of being implanted due to unknown reasons. The icm has been returned. No new device was implanted. No adverse patient effects were reported.